Event description:
The technician alleged the pt position module is not alarming. No pt impact.

Manufacturer narrative:
The technician replaced the pt position module sensor strips to resolve the issue.